Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn000049 used for treatment was returned. The reported problem is confirmed. The log files show that when entering femur bone removal a "robotic drill disconnect error" occurred. Although the reported problem was confirmed from the log file evaluation, a functional evaluation was performed. The reported problem was confirmed. A performance evaluation was run and the test failed. A case was attempted and failed. When entering into admin mode the console throws a "critical error" and forces the user to shutdown followed by the blue man symbol. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints identified prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Manufacturer narrative:
The cori console used for treatment was returned. The reported problem is confirmed. The log files show that when entering femur bone removal a "robotic drill disconnect error" occurred. Although the reported problem was confirmed from the log file evaluation, a functional evaluation was performed. The reported problem was confirmed. A performance evaluation was run and the test failed. A case was attempted and failed. When entering into admin mode the console throws a "critical error" and forces the user to shutdown followed by the blue man symbol. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints identified prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required. Internal complaint reference number: case (B)(4).

Event description:
It was reported that during a cori ukr procedure, when they started milling the femur, they were given the ¿drill cable disconnect¿ error. They pressed continue and went from the connection screen and were able to calibrate. This led them straight back for the cut screen to continue the procedure with a delay of fewer than 30 minutes. No other complications were reported. The investigation found that when entering into admin mode the console throws a "critical error" and forces the user to shutdown followed by the blue man symbol.